Event description:
A right total hip arthroplasty with intraoperative fracture and internal fixation of the fracture of the right femur was performed. The hip was stable and a 48mm porous in grow cup was then impacted and a 10 degree anteverted liner for a 26mm femoral head was then inserted. Trial reduction showed the hip was quite stable. The femoral trial was then removed. Femoral canal was thoroughly irrigated. Cement restrictor placed distally and cement inserted. In the process of inserting the final femoral component, the femoral impactor broke, the cement hardened and it became impossible to either advance or retract the femoral component. Therefore, osteotomes were used to break the cement and eventually the femoral component was removed. In the course of this, the proximal femur became quite broken. A humeral rod was inserted by hand and the comminuted fractures were grossly re-approximated and held with cerclage wire. A 4.5mm screw was placed through the proximal screw holes of the rod to stabilize the greater trochanteric fragment. At the end of the construction, the femur was reasonably out to length and bot trochanter were approximated well. The pt was stable throughout the operative process.